Manufacturer narrative:
The device was returned without identified device or use problem. A malfunction based on analysis was found. The device was received with normal telemetry and output. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number:2017865-2022-05410, related manufacturer reference number:2017865-2022-05411. It was reported that patient's pacemaker pocket was infected. Vegetation was also noted on patient's right ventricular (rv) lead and atrial lead. The pacemaker, rv lead and atrial lead were explanted. The patient status was unknown.